Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous, a microsensor had poor drainage and would not monitor data. Occurred in operating room (or). Another was used to complete the procedure.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned. It was subsequently communicated that the device would not be returned for evaluation. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.